Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to test the equipment and found that the imaging system would not finish taking 3d images. Suspected that generator overload was due to the x-ray tube. Replacement parts were ordered. On (B)(6) 2015, the medtronic representative returned to the site to replace the mobile view station (mvs) control board and verify that the x-ray tube needed to be replaced. On (B)(6) 2015, the medtronic representative returned to the site to replace the x-ray tube and re-align the collimator with the tube. The imaging system was tested, and the reported issue was resolved during the system checkout. The x-ray tube was returned to the manufacturer for analysis, and an electrical failure was found during testing. The tube was installed in a similar imaging system and it was found that the tube anode had major scarring from use. Tungsten or molybdenum dust coating chamber and age contributed to weak tube. During fluoro and rad gain cals it was noted that there was much offset needing to be applied. Tube over-heat experienced while attempting rad gain cal and, during another instance of rad gain cal, the tube was unable to achieve appropriate rad gain cal. The uninterruptible power supply (ups) assembly was returned to the manufacturer for analysis, and an electrical failure mode was found during testing. The battery would not hold charge for duration of 5-minute load test. The following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found. The mobile view station (mvs) computer was returned to the manufacturer for analysis, but no functional problem was found during testing. The mobile view station (mvs) power board assembly pcba was returned to the manufacturer for analysis, but no functional problem was found during testing. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system had a generator overload issue when kv was at least 80. There was no patient present when this issue was identified.